Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted to start a new freestyle libre 3 plus sensor twice, but pairing failed and no glucose readings appeared on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included interrupted dosing due to loss of cgm input with no health impact. Investigation included troubleshooting and user education, and the user was advised to contact the cgm manufacturer for support and to replace the sensor. Investigation of this case revealed a pairing failure between the cgm sensor and the system, consistent with a sensor or connectivity malfunction requiring sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was sensor pairing failure attributable to a cgm-related malfunction.